Manufacturer narrative:
The investigation agreed that the blocked rinse nozzle identified by the field service engineer was the root cause of the issue. The blocked rinse nozzle could cause cuvette overflow and carry over issues. The instrument is running within specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of issues with quality controls (qc) on multiple assays. The customer also questioned results from multiple patient samples tested on multiple assays. The customer reran 10 patient samples that she felt were questionable. The customer provided specific data for patients tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (a1c-3), mg2 magnesium gen.2 (mg2) and phosphorus (phos). Based on the data provided, the results for 2 patients were erroneous and reported outside of the laboratory. When tested for a1c-3. The customer stated between 4 and 5 corrected patient reports were generated for a1c-3 tests; however, only results for 3 patient samples tested for a1c-3 were provided. Patient 1 initial a1c-3 result was 8.5%. The sample was repeated and the result was 7.0%. The sample was also repeated on a different instrument and the result was 6.8%. The repeat results were believed to be correct. Patient 2 initial a1c-3 result was 8.9%. The sample was repeated and the result was 5.8%. The sample was also repeated on a different instrument and the result was 5.9%. The repeat results were believed to be correct. The customer was not aware of any adverse events for the patients affected. No adverse events were reported. The a1c-3 reagent lot number was 12524301 with an expiration date of 09/30/2017. The field service engineer (fse) visited the customer site. No problems were identified with the cell rinse mechanism or the sample probe even though the customer has had recent issues with the sample probe. The fse found that the evacuation nozzle was clogged and a cell detergent nozzle was dripping. The evacuation nozzle was cleaned out. Valves were also replaced. A decontamination procedure was performed. The instrument tests afterwards were acceptable.